Event description:
Pt was given hot pack for right knee pain. Later in shift, pt developed 3 blisters where heat pack was applied. Wound measures 5.3x3.0. Heat pack had been applied on top of pt's clothing and not directly onto her skin. FDA safety report ID# (B)(4).